Manufacturer narrative:
The customer returned the electrodes used during the event and an unused set from their inventory. The electrodes were then forwarded to zoll's electrode division for detailed analysis. Visual and microscopic examination of the used electrodes revealed that apex electrode had significant creases and breaks to the tin conductive plate. There was also a soot residue which is evidence that an arc occurred. The sternum electrode had a heavy presence of hair. No other abnormalities were observed. The apex electrodes of the unused set revealed damage to the lower portion of the tin conductive plate and wrinkling. Some minor wrinkling was observed on the sternum electrode. The folds that were observed on the electrode were most likely the result of improper electrode storage and handling. Any folds, bends,creases will damage the electrode tin substrate. The compromised tin may not be able to withstand the significant energy releases that are a part of defibrillation and may result in an arc. The hair that was observed on the used sternum electrode may have caused poor skin coupling which may have also resulted in an arc. Reduced skin coupling can lead to areas or current concentration. To increase efficiency it is recommended that excessive hair be clipped prior to pad application. A cautionary instruction sheet is provided with each carton which provides info on proper electrode handling and storage application.

Event description:
Complainant alleged that while attempting to resuscitate a male patient (age unk), an arc was observed from the electrode. Complainant did not indicate that there was an adverse effect to the patient due to the reported malfunction.